Event description:
A report was received via an attorney which stated that a consumer experienced dryness, a scratchy sensation and severe pain in both eyes after one night of extended wear with a new pair of focus night & day contact lenses. They removed both lenses, but only reinserted the left lens after using an unspecified eye solution and cleaner. Her right eye was bloodshot & sore. She sought the care of her primary care doctor as her eyes became sensitive to light. She was referred to an ophthalmologist who diagnosed a bacterial infection & resulting corneal scarring due to ulcer & prescribed unspecified eye drops. No additional information is available at this time.